Event description:
Patient presented to the physician with discomfort and swelling at the ipg site. Physician brought the patient into the or, opened the ipg pocket, flushed the area with antibiotic rinse, and closed. Patient presented back to the physician with a swelling at the ipg site and potential infection. Physician brought the patient back into the or and removed the ipg.

Event description:
Patient presented back to the physician with swelling, pain, and concern of infection at the neck incision site. Physician brought the patient into the or and removed the stimulation lead and sensing lead.